Event description:
Ge ivent had an issue where the screen went blank. While pt was on ventilator, the ventilator screen went blank, no settings could be seen to monitor pt. Pt was transferred to another ventilator. Vent was sent in for repair. Ventilator was sent back and would not pass ovt. Unit had to be sent back for more repairs.